Manufacturer narrative:
There were 2 devices used in the surgery and were submitting 2 mdrs for the same event. List of products involve blade 1884380em quadcut 4.3mm x 13cm m4 lot no. 221118536 blade 1884380em quadcut 4.3mm x 13cm m4 lot no. 221118536 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that the blades were wobbly during use. They opened a second bur and observed same results. There was no patient impact. The procedure was completed with backup product(s) with 10 minutes delay.